Event description:
The target lesion was coronary artery. There were light calcification and moderate vessel tortuous. The rate of stenosis was 90%. Pt: no info. There was no adverse consequence to the pt. When the physician exchanged the unknown guidewire with another one, the hub portion of the rapidtransit microcatheter was cracked and could not be use. The microcatheter was withdrawn and a new one was inserted over the guidewire. The procedure was successfully completed with the new microcatheter. The product packaging was intact, and the product appeared normal during inspection. There were no anomalies during prepping of the product. There was no resistance or friction with the microcatheter and guidewire. A review of complaint files based on a newly defined product similarity was completed. Based on this newly defined product similarity, this file has been determined to be reportable.

Manufacturer narrative:
One non-sterile rapid transit was received coiled. Distal tip had several compressions. It had some dried blood traces inside of hub. No other visual anomalies were noted. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Failure was confirmed. The cause of the compressed distal tip and cracked hub could not be conclusively determined. Inspections are in place to prevent damaged microcatheters before leaving the facility. It is possible that over tightening of the rotating hemostatic valve to the hub of the microcatheter caused the crack in the hub of the microcatheter. There is not enough info available to conclusively determine if procedural factors contributed to the cracked hub of the rapidtransit microcatheter, but as reported, there was no leakage or crack noted prior to use or after prepping.